Manufacturer narrative:
A ge service rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the system exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.